Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter phone: (B)(6). Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd does not recommend the use of luer adapters for connection to indwelling catheters/ports; a bd vacutainer® luer-lok¿ access device is recommended instead. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle of the bd vacutainer® adapter with luer adapter separated during a peripheral catheter blood collection. The transfer needle (np needle) separated from the adapter during the drawing with the first tube and remained in the drawing tube. There was no report of injury or medical intervention.